Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod detachment handle (handle) and ruby coils. During the procedure, the physician successfully detached two ruby coils into the target vessel using the handle. However, after the physician detached the third ruby coil using the handle, the pusher wire became stuck inside the handle. The handle and pusher wire were then removed, and the procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.